Manufacturer narrative:
The mammotome ex probe is a sterile, single patient use instrument that may be used with imaging guidance, such as ultrasound, to excise a diagnostic sample for diagnosis. The device has not been returned for investigation. No adverse event occurred with the usage of this product. Due to the open package that can potentially affect sterility, we consider this event to be a product malfunction that if it were to recur, has the potential to cause or contribute to a serious injury. Pursuant to 21 cfr 803 we are submitting this medwatch report.

Event description:
The (B)(4) affiliate reported that when staff took out the set from the box, the packaging was torn.

Manufacturer narrative:
One hh11bex probe from lot# f11710453d was received on october 19, 2017 and evaluated on november 6, 2017. Device package integrity was found to be compromised. The top of the sterile package was found to have 2 cuts. One approximately 1.75 inches in length and the second to be approximately 1.25 inches. The condition of the shipping box is unknown. This lot was 100% inspected and released from inspection on april 6, 2017 and found to have no visual defects. Product was shipped to the customer on april 2, 2017 and delivered on april 29, 2017. The device carton as well as the shipper box were not returned for analysis thus preventing a determination of root cause. Date of report was updated with the date the mew information was received. Type of report was updated to indicate this is a follow-up report. Device evaluated by MFR was udated to indicated the device had been evaluated. (B)(4).

Event description:
The (B)(6) affiliate reported that when staff took out the set from the box, the packaging was torn.